Manufacturer narrative:
Several attempts have been made to get additional information from the customer, but no response. When additional information becomes available, a supplemental report will be submitted.

Event description:
Natus medical received a emailed complaint on (B)(6) that their cool cap recieved a e90 filing error message. It was reported that there was a problem with either the filling valve or water pump. It was reported that there was no death or serious injury that required medical treatment; no delay in treatment; and no environmental or safety concerns (e.g. Smoke, overheating, etc.).